Event description:
Consumer reports toothbrush head breakage during use resulted in two chipped tooth.

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft 66878 00078 or spinbrush proclean powered toothbrush medium 66878 00079.